Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.

Manufacturer narrative:
The reported issue was unable to be confirmed; however, a different issue was found.